Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient is in the intensive care unit (ICU) where inotropes were initiated, the patient has back pain, is anuric with symptoms of nausea/vomiting. Red heart alarms occur only when the patient is tethered to the power module. It was also noted that the patient recently dropped her power module, resulting in her receiving a temporary loaner. Also noted was that the patient has a chronic percutaneous lead infection.